Manufacturer narrative:
Corrected information can be found in e4 - initial report sent to FDA and g2 - report source.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where it was reported when flushing above the red port IV fluid was coming out of the red port. Peripherally inserted central catheter (PICC) was patent and was stated to be a tri-set issue. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement, but no harm reported.

Event description:
Update: a medsun medwatch uf/importer report # (B)(4) was received on 06-aug-2025 and was obtained from ufmw: the report was completed by (B)(6) a risk manager from (B)(6) hospital. This was an initial type of report and event occurred in the hospital. Approximate age of device: 0 days.

Manufacturer narrative:
Received one used list# a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock; lot# 14237904. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products, h6 - adverse event problem component code. Additional information can be found in b5. Section e additional contacts: (B)(6).